Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and a rupture while the balloon was inflated in the patient anatomy. There was a tear in the distal shaft at the guide wire exit notch. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in the opposite direction of the guide wire. There was a bend in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with gastrografin, diluted 1:1 with water was used to pressurize the balloon. There was a pinhole on the distal balloon shoulder. There were no scratches noted. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, the patient anatomical information was not provided which may have aided in the investigation and determination of cause. Scanning electron microscopy (sem)analysis confirmed a leak in a balloon fold along a crease. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured during inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues or balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. The returned analysis is inconsistent with the reported information; it is evident that the catheter was used in the patient anatomy; therefore a conclusive cause for the noted rupture could not be determined. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the device was prepared for use; the balloon never would inflate and would not hold contrast. No additional information could be obtained. Though requested, there was no additional information provided.